Event description:
Healthcare professional additionally reported capsular contracture baker grade IV, and "very hard calcified capsule."

Event description:
Healthcare professional right side rupture. Manufacturer of device unknown. Healthcare professional reported capsular contracture baker grade IV. Device has been explanted and discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture.

Event description:
Healthcare professional right side rupture. Manufacturer of the device is unknown. Device has been explanted.